Event description:
It was reported that this right ventricular (rv) lead was dislodged. An x-ray was performed and confirmed no slack in lead. A lead revision was performed and this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. An x-ray was performed and confirmed no slack in lead. A lead revision was performed and this lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the rv lead was revised again as the lead dislodged into the atrium due to patient twiddler's syndrome. Subsequently, this lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. An x-ray was performed and confirmed no slack in lead. A lead revision was performed and this lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the rv lead was revised again as the lead dislodged into the atrium due to patient twiddler's syndrome. Subsequently, this lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.